Event description:
Same case as mfg report#: 2134265-2008-04104. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, difficulty crossing the lesion was encountered. The ostial lesion was located in the severely calcified and tortuous proximal right coronary artery (rca). Following an initial attempt to insert the taxus liberte 28mm x 2.50mm paclitaxel-eluting coronary stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. It was reported that the stent struts were damaged by a previously implanted stent. The device was removed from the patient without incident. The physician attempted to cross with another taxus liberte 28mm x 2.50mm stent but a strut tripped against the already implanted stent as the first stent. The stent and the delivery system were removed together. No patient injuries or complications were reported as a result of the event. The procedure was completed with a different device. The patient's status was reported as good.

Manufacturer narrative:
Device analysis can confirm the complaint reported. Visual and microscopic examination of the returned device revealed stent damage. The stent struts were raised and misaligned along the length of the stent at various locations. The balloon and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Lesions that are severely calcified are contraindicated in the taxus liberte directions for use. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed to having been caused by another device.